Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose level (bg) was 532 mg/dl with large ketones identified as life threatening by a health care provider. The customer performed a manual injection of insulin in an attempt to resolve the issue. Reportedly, customer went to the emergency room (ER), no details were provided by the customer of what treatment was provided by the ER as the customer was still in the ER at the time of the report. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. No additional information regarding the event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.